Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2150, awareness date 27-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Additional information received on 18-nov-2015. Consumer got essure placed in 2011. Ever since then, she has had numerous health issues, such as joint pain, cyst growth in hands and wrists, extreme pelvic pain, fatigue, heavy unpredictable periods, hair loss and more. Just had a hysterectomy monday (B)(6) 2015 at only (B)(6) years old. Product technical complaint (ptc) investigation result received on 18-nov-2015: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where a insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm the quality defect or device malfunction al this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had extreme pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy 4 years after device placement. This event is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature causality with the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information, no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs